Event description:
End user reports the presence of bubbles in the tubing of custom kit #65660409. Bubbles are noted after aspiration.

Manufacturer narrative:
Three used samples were returned and tested. One sample performed properly - no air bubbles entered the line. The other two samples would not allow liquid into the lines. Visual inspection showed the gaskets of the check valves had been pulled into the chimney areas. This is a purchased component (b. Braun) and the vendor was notified. The vendor indicated that turned discs (gaskets) are most likely caused by improper placement during assembly. Their mfg group will be notified to be alert for this issue.